Manufacturer narrative:
Batch review performed on 08 november 2023. Lot 2104788: (B)(4) manufactured and released on 06-jul-2021. Expiration date: 2026-06-22. No anomalies found related to the problem. To date, 16 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 6 months from the primary, the patient came in reporting instability due to laxity and the cause is unknown. The surgeon revised the liner (from 11 mm to 14mm) and the surgery was completed successfully.